Event description:
The hospital reported that 7mm extended length endoscope was never used on a patient. It was sent for reprocessing. When it came back, the tip was chipped/damaged. The damaged on the scope was noticed after the item was reprocessed. It never made it back to the or. Reprocessing did not notice the damage before sending it to the sterilizer. It was removed from the or. The surgeon specified that the scope wasn't dropped or damaged in the or. The damager scope was never in contact with a patient. It was removed as soon as it was noticed on sterile set up in the or. As per attached photo the tip of the endoscope is chipped. No patient harm.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.